Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fainted twice since the implant of their dual chamber implantable pulse generator (ipg). The patient completed a holter examination where it was observed that their heart rate was low. The patient's family believed that there was an abnormality with the implantable pulse generator (ipg). No intervention was taken as of yet; the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had symptoms of chest tightness and palpitations after the operation. No further patient complications have been reported as a result of this event.